Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having getting air bubbles once again. The customer was driving at time of call. Then the customer posted via e-mail that air bubbles between the o-rings and evidence of insulin below the o-rings noted. The customer was experiencing high blood glucose. No further information was provided.